Event description:
It was reported that the battery "didn't work" and was unknown whether the issue was due to normal battery depletion. The company representative reported "intra-operative exhaustive impedances greater than 3600 ohms." The current was greater than 0.065 ma. It was reported that post-operatively, impedance checks continued to show good impedances for the 1x4 lead and over 10,000 for the 1x8 lead. With the 1x8 lead turned up, the patient could not feel stimulation. Since the patient did not feel great in the pacu, no further programming was performed. More programming will be performed at a post-op follow up with the neurosurgeon. At the time of this report, the cervical lead was set at 0.5 volts. Patient recovered without sequela. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).